Manufacturer narrative:
To aid in the investigation of this issue, one (1) shelf carton was received for evaluation by our quality team. The shelf carton contained a syringe with grease in the tip cap and luer lock locations, confirming the reported defect. A device history record review was completed for provided material number 306546 and lot number 5036001. The review confirmed that the lot was released according to defined specifications and requirements including sterilization and final lab testing. There were no non-conformances during production for grease in the tip cap/barrels used. All inspections performed from molding to case pack were acceptable. The grease detected is not from barrel molding based on the yellow color, this color belongs to the grease used in the tip caps greasing task. Greasing tasks are performed three times a week on tip cap press that could lead to grease release. These tasks may have caused the observed defect. This is a very unusual circumstance, since during greasing task there is no product in press and there is a cleaning task after the greasing. However, it seems that a small quantity of grease was left due to an improper cleaning. This issue must be an isolated case since there were no non-conformances for grease on the tip cap during the manufacturing of any potentially impacted lots. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd posiflush-sp foreign matter on syringe luer. The following information was provided by the initial reporter: one of the syringes the customer received was discolored with a yellow substance at the tip. Injuries or adverse event: no.